Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, high pacing impedance, noise and caused inappropriate/inadequate therapies. As well, the patient's right atrial (ra) lead had high pacing impedance, and a potential connection issue causing noise. The rv lead was capped and replaced, while the ra lead remains in use. No further patient complications have been reported as a result of this event.